Event description:
The customer reported that the ventilator had an erratic display. The malfunction did not occur during patient use.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the customer report issue. The cse replaced the graphic user interface (gui), central processing unit (cpu), printed circuit board (pcb), which resolved the customer reported issue. The ventilator passed extended self-testing. Covidien reference number: (B)(4).